Event description:
During cataract surgery, hand piece did not activate ultrasound. Retried to prime handpiece 2x. Instead of suction to priming chamber, it infused air blowing chamber. Changed cassette and tubing and completed surgery.